Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the left anterior descending (lad) artery. During an angioplasty, a perforation was noted. A 2.80x19mm graftmaster covered stent was advanced towards the perforation; however the graftmaster could not cross the anatomy and was removed. Extended balloon dilatation was performed to seal the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.